Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/29/2015.

Event description:
Procedure: cholecystectomy. According to the reporter: access device sleeve split at the end upon insertion into the patients abdomen. Nothing fell into the patient. Current patient status: no adverse results.